Event description:
It was reported that during the implant procedure, the lead was attempted and not implanted due to high impedance greater than 3000 ohms and sensing difficulty. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).